Event description:
Patient reported right side capsular contracture baker grade IV, and "partially dissolved." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ capsular contracture: unable to observe. ¿ visibility/palpability: unable to observe. ¿ pain: unable to observe. ¿ deformation: not observed due to the device is rupture. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Patient reported right side capsular contracture, baker grade IV, and "partially dissolved." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; g2.

Event description:
Patient reported right side capsular contracture, baker grade IV, and "partially dissolved." Device has been explanted.